Event description:
It was reported the device displayed the alarm -high pressure, upstream occlusion- when the customer was changing the cassette to another for additional infusion. The customer changed the cassette with a new one, but the alarm persisted. Changing the tubing, made the alarm to clear. The customer confirmed the orientation of the tube was correct and no occlusion was observed visually. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation, in used conditions without its original packaging. Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass-through filter. The complaint is confirmed. The failure mode was replicated in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component; when the tube is introduced two times in the solvent dispenser (procedure is not followed). The root cause was traced to the manufacturing process. Q alert was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Personnel notification was performed on 24/aug/2021 to notify production personnel about the failure mode reported by the customer.